Event description:
The surgeon inserted a three piece collamer intraocular lens model cq2015 into the eye and the lens flipped. The surgeon had to cut the intraocular lens to remove it without enlarging the incision. No pt injury.